Event description:
It was reported that the tubing for level one cracked causing it to leak. Top of drip chamber, middle short lumen. The crack occurred while priming, so no blood exposure. There has been no report of patient injury, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
Health impact and evaluation codes: updated. D3, g1,2 email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.